Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient went to the emergency room after receiving a shock. Follow-up was unable to clarify the appropriateness of the shock, but the patient's beta blocker was increased. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.